Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [078] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. Battery compartment is cracked above & below the bumper pad. Battery cap was not returned. A test battery cap is able to attach to the pump. Pump is unresponsive, no vibration, no audible & blank display screen. Unable to download the pump history. Unable to complete test steps 10, 11, 13, 21 & 22 & adequately investigate the complaint. Leak test fails due to battery compartment leak. Removed pump cover; moisture ingress was found on the pcb & motor connector.